Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v940070, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was not working properly. They were not getting the stimulation they had been getting previously. The healthcare provider (hcp) did x-rays and noticed the electrodes were not in the right position. The hcp did not know if it was due to the implant procedure or if it shifted over time. The patient stated it was gradual over time. The patient stated that the ins and the lead were replaced to resolve the issue. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.